Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 months post-implant it was reported that the patient was admitted with signs of hemolysis and shortness of breath; therefore, IV heparin was initiated. On (B)(6) 2015, the patient¿s lactate dehydrogenase (ldh) levels were 2803 u/l. An echocardiogram was performed and was reported to be normal with no right ventricle failure; however, the aortic valve opened with every beat. On (B)(6) 2015, the patient was discharged as his clinical condition was good; however, his ldh level was 2712 u/l. An unspecified date after discharge, the patient was hospitalized again as he had difficulty sleeping. The patient¿s ldh levels remained elevated at 3102 u/l. His mean blood pressure was 100 mmhg. It is suspected that the pump is fully thrombosed as the patient has started to experience pump stoppages and low flow alarms. The hospital team is concerned for potential gi bleeding therefore will let the pump further thrombose. The patient is currently being monitored in the ICU and was placed on the urgent transplant list.

Manufacturer narrative:
The approximate age of the device is 5 months. The event occurred at (B)(6). The patient remains on lvad support with the pump. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of suspected thrombus and a specific cause for the reported hemolysis could not be conclusively determined as the product was not available for evaluation. Based on the manufacturer's past history, and similar reported events, hemolysis, power elevations and low pulsatility index (pi) are potential results of pump thrombosis; however, a direct correlation could not be determined without a full evaluation of the device. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating that it was suspected that the pump is fully thrombosed as pump stoppages and low flow alarms started to occur. The patient's hemodynamics remained stable at that time with a blood pressure of 131/69/87 mmhg. The hospital team was concerned for potential gi bleeding and therefore decided to let the pump further thrombose. The patient was monitored in the ICU. It was reported on 05/09/2015 that the patient recovered; however, it remains unknown whether the pump was explanted. No additional information was received.